Event description:
A physician reported treating a patient on 26 august 1999, in the oral commissures. During the treatment the "plastic protion" of the needle broke off at the hub of the syringe. The collagen material did not splatter on the patient or the staff and there was no injury. No medical intervention was required.